Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped bolus delivery. Additionally, the pump touch screen was intermittently frozen. An unspecified cartridge issue also occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.